Manufacturer narrative:
An event of "device wear" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a trifecta valve was implanted. On an unknown date, it was explanted per report by the md "the valve wore out." Further details have not been provided despite multiple requests.